Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : merolla g, walch g, ascione f, paladini p, fabbri e, padolino a, porcellini g, j shoulder elbow surg, 2018, 27(4):701-710. "Grammont humeral design versus onlay curved-stem reverse shoulder arthroplasty: comparison of clinical and radiographic outcomes with minimum 2-year follow-up."

Event description:
From literature : "grammont humeral design versus onlay curved-stem reverse shoulder arthroplasty: comparison of clinical and radiographic outcomes with minimum 2-year follow-up" merolla g. Et al., j shoulder elbow surg, 2018, 27(4):701-710. Two (2) dislocations in the aequalis reversed group occurred at 3 and 6 months treated by closed reduction.